Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ secondary set c61 had leakage between spike and set. The following information was provided by the initial reporter: ¿ leakage detected on the ward during therapy for the patient; leakage between spike and set. Client is not happy because the same could have happened with cytostatics! Same problem as 2 years ago. ¿

Manufacturer narrative:
Investigation: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint, picture was provided. CT scan was done on leaking sample which was segregated during production. After this scan additional tests were done on spike component and concentricity of lower part of spike component caused molding deficit on one side of component. CAPA#891423 was initiated.

Event description:
It was reported that bd¿ secondary set c61 had leakage between spike and set. The following information was provided by the initial reporter: ¿ leakage detected on the ward during therapy for the patient; leakage between spike and set. Client is not happy because the same could have happened with cytostatics! Same problem as 2 years ago. ¿